Manufacturer narrative:
Additional information received indicated the event occurred during device preparation. During the attempt to flush the certitude delivery system, the liquid did not pass through the lumen. A new certitude delivery system was prepared and successfully used for the procedure. The implant was performed without issue. The certitude delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a severe kink was observed in the inflation balloon section, likely due to packaging. No difficulties were observed during the guidewire lumen flushing. The guidewire lumen appeared to be ¿z-kinked¿ in x-ray. During the manufacturing process, a guidewire is passed through the entire catheter. The device is rejected if excessive force is needed or the guidewire does not pass through. At the completion of the leak testing, a stylet is inserted into the nose tip. The device is rejected if the stylet cannot be fully inserted. During final inspection, the device undergoes 100% dimensional and visual inspection by both manufacturing and quality. Additionally, product verification testing is performed on a sampling basis. No failures occurred during product verification testing and the lot was released. The inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported event. In this case, the complaint was confirmed based on the returned device. Review of lot history and DHR revealed no indication a manufacturing non-conformance contributed to the complaint event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to reported event. A z-kink on the guidewire lumen of the returned device was identified, this likely caused the reported difficulty when performing the final flush on the delivery system during the preparation process. A CAPA was initiated in response to a previous complaint to investigate the failure mode for z-kink and initiate corrective and preventive activities. As part of the investigation, a replication engineering study was performed to recreate the complaint event for z-kink. It was found that manipulation of the steering tube during insertion of the stylet could result in the creation of a z-kink in the guidewire lumen within the steering tube during device preparation. In response to the investigation, corrective actions were taken to update the device preparation training manual to include specific language to ensure care is taken to not bend the balloon catheter throughout preparation. Based on the results of the effectiveness monitoring, it was shown that the complaint rates related to kinking were reduced to a level that was considered satisfactory product performance in the field. It is possible that excessive manipulation of the device during the preparation process created the z-kink found on the device. This z-kink potentially constricted the guidewire lumen enough and led to the user¿s inability to flush the delivery system. Replication study was performed to see if z-kinked guidewire lumen would prevent fluid flow when flushed through guidewire lumen port. Results indicated that a severe enough z-kink is able to prevent flushing of the lumen. Although a definite root cause could not be determined, available information suggests procedural factors (improper device preparation) likely contributed to the reported event. Based on this information, this event does not meet the criteria of a reportable event.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during a transfemoral tavr procedure, there was an issue during the deployment of a transcatheter heart valve (valve model was not provided). When valve deployment was started, the inflation liquid did not pass through the delivery system. All devices were removed. New devices were prepared and used. The valve was implanted. At the time of the report, the patient was doing well post procedure.